Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited less than 200 ohms impedance. The patient is to follow up in 2 weeks.